Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer woke up with a blood glucose of 365 mg/dl. Their current blood glucose was 510 mg/dl. The customer had the symptom of nausea. Troubleshooting was performed. They had treated with the insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted.